Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 2 week post-operative exam. A brief description from the surgery center indicated that the patient did not use the pedforte for 2 or 3 days after the laser treatment. Topical steroid dosage was increased to treat the symptoms. There was no loss of best corrected visual acuity (bcva) noted. Bcva from (B)(6)2017: right eye pre-op 20/20 -2.25 x -1.00 x 11, left eye pre-op 20/40 -2.50 x -.50 x 88. Bcva from (B)(6)2017: right eye post-op 20/20 -.25 x -.75 x 153, left eye post-op 20/20 .00 x -.25 x 6.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.